Manufacturer narrative:
The device was not returned for evaluation. The lot number was unknown. The customer did not return the patient sensor triplet cable. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient was being set up for the procedure and was under general anesthesia. The patient sensor triplet's were placed, but one of the sensors was not being read by the location board and system. They did not have a back up cable so they aborted the procedure. The patient was under general anesthesia.